Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a thermal endometrial ablation procedure in 2007. Priming of the catheter was completed successfully. The catheter was inserted into the uterus, fifteen cc's of d5w were added, and pressure of 150mmhg was achieved. The generator was started and the pressure dropped almost immediately. Fifteen cc's of d5w was withdraw. The balloon was then filled with 30cc of d5w outdise the uterus, and a pinhole was detected. The procedure was successfully completed with a second catheter with no adverse consequence to the patient.